Manufacturer narrative:
Complaint (B)(4).

Event description:
The healthcare professional reported injecting 0.2cc's of evolysse form into the lips of a patient. During injection tiny filler pockets appeared. In the upper lip. The patient already had multiple syringes of filler in the lips prior to this treatment as was trying to achieve an "overfilled" aesthetic. The hcp dissolved the product in the lips, the results improved//symptoms resolved and patient is satisfied.